Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is scheduled for revision of a total knee arthroplasty due to loosening.

Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number 0001825034-2017-04477.